Event description:
It was reported that the patient was shocked four times due to twos (t-wave oversensing), and there was intermittent undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2011. A 407645 implantable pacing lead, (B)(6) 2006. (B)(4).